Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2021-00070.  Additional information obtained found this event was determined to be a duplicate of manufacturer report # 2015691-2020-15039. Based on this information, the prior report will be retracted as a duplicate and a corrected report is being submitted.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during deployment of a 26 mm sapien 3 valve via transapical approach the delivery system balloon burst at full deployment. The valve was deployed successfully. Surgical intervention was required to remove the delivery system and the patient required an arterial bypass. The patient was doing well post procedure. Per medical opinion, the event may have been due to patient factors moderate calcification in the annulus.

Manufacturer narrative:
H10: additional information. F10 patient code artery rupture 2208 added. The investigation remains ongoing.